Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 in the afternoon with 385 mg/dl blood glucose reading. Customer was hospitalized because of high blood glucose reading. Customer was nauseous, vomiting, abdominal pain and pain in the neck and shoulder. Customer was treated in the hospital. Customer cannot recall when the issue started. Customer current blood glucose was 294 mg/dl. Customer blood glucose at the time of the incident was 385 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name shady grove. Customer did not perform troubleshooting for their high blood glucose reading. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test. The empty reservoir alert functioned properly during testing using a water fill test reservoir. Unit received with cracked battery tube threads, cracked case at reservoir tube window corners, cracked case at display window corners and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.